Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: g2, h6 (health effect ¿ impact codes). A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
(B)(6). Product details in the parent record is incorrect or mismatching, we are following up with the customer for more details. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon opening of the sensation plus 50 cc box a condensation like material was observed inside the sterile packaging of the balloon. There was no patient involved.

Manufacturer narrative:
Reference ID: (B)(4).